Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision for an attune tkr. No components were loose. The reason for the revision was because the patient had a very stiff knee. The patient was unable to bend past 85 degrees or fully straighten. The 6mm poly liner was removed and soft tissue was debrided. A 5mm poly was then implanted. The knee could then come out straight and was able to bend sufficiently. Doi: (B)(6) 2021. Dor: (B)(6) 2022, unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative:

Event description:
Based on the additional information, surgeon didn't state this being as a result of the poly. The only comment he made was that this sometimes happens after a well balanced knee initially. He also said this was done by a very tenured surgeon. There are a number of potential factors. A lot of scar tissue was removed so this was attributed as the main cause.